Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had a post-operative complication with instability and dislocation of the device in the shoulder. The patient underwent a revision surgery with a component change.